Manufacturer narrative:
The reported event occurred on (B)(6) 2018, with no known impact to the patient. The medicine cup was used for local anesthetic medication. After the medication was injected into the patient the customer noticed a sediment inside the cup. The cup was sent to a lab utilized by the customer. The results are not back nor has the cup been returned to conduct an investigation. Two hundred medical cups were randomly inspected and no issues were noted.

Event description:
The facility reported that a medicine cup was found to have sediments inside. This cup was used for local anesthetic medication.